Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased up button dome switch. No button error alarm. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 400+ mg/dl. The customer treated with an injection. The customer stated that she was sleeping when the pump alarmed button error. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The mother declined to troubleshoot for high readings.